Event description:
It was reported that during implant of an atrial lead that after multiple attempts the physician was unable to extend the helix without the atrial lead dislodging. The atrial lead was not used and the physician elected to complete the procedure with a different atrial lead. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. X-ray examination showed that the inner coil at the connector region was overtorqued and all the filars were found broken consistent with procedural damage. After cleaning the helix and applying torque to the inner coil, the helix could be retracted and extended. The helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue and overtorqued inner coil at the connector region.